Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly for approximately a month. The customer's blood glucose (bg) level was impacted (300 m/dl). The customer charged the pump and delivered a correction bolus to address elevated bg level. Review of the pump data by tandem technical support showed that the pump battery depleted from 80% to 25% in one day. It was indicated that the customer would continue to use the pump until the replacement pump was received.